Manufacturer narrative:
Alleged failure: pieces of cardboard in the tubeset. Probable root cause: manufacturing/assembly error, incorrect or inadequate packaging, severe shipping conditions, user error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was foreign material in sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that there was foreign material in sterile packaging.